Manufacturer narrative:
Other text: b3: event date unknown. One device was received for evaluation. Visual inspection revealed a cracked right plunger case and visible contamination inside the plunger head assembly. Review of the event history logs confirmed several instances of ?force sensor test error?. Functional testing was performed and the reported issue was able to be replicated. The root cause of the issue was determined to be fluid ingression/contamination and corrosion found inside the plunger head assembly. The plunger head assembly was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device exhibited a force sensor test error. It is unknown if there was patient involvement, no adverse patient effects were reported.